Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during efforts to interrogate this device and load an atrial fibrillation (af) episode, a siren was heard and a dialog box to abort the charge was observed. Additionally, the programmer screen displayed a very high heart rate for the patient. A boston scientific engineer instructed the caller to perform a magnet reset and the af episode was retrieved and analyzed. The patient's heart rate normalized during troubleshooting. The programmer log file showed shockable markers before the charge began. There were past s-ecgs that show secondary vector appears to be a better option than alternate; however, the device was in alternate vector. A review of the markers from the programmer log show shockable intervals which could be due to oversensing and suspect noise. The engineer recommended evaluation of sensing for this device and to consider programming a vector other than alternate. The reported clinical observations occurred again seven months after the initial allegation. A request was made to download the data from the programmer for analysis. This data has not been received. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the log files for this device were downloaded and analyzed for this patient who experienced an accelerated heart rate display during episode retrieval. A boston scientific engineer was unable to confirm the reasons for the elevated heart rate. X-ray images noted the electrode appears to be under inserted. The engineer stated that it is possible that the sense b electrode is not making good contact in the header due to the under insertion which is leading to the sensing challenges. Additional information was obtained from a research and development simulation confirming that both the programmer and a latitude communicator will stop downloading if charging occurs. It was concluded that given the rate high is only observed while downloading, this strongly suggests the device will not deliver a shock in this case. Further investigation of this issue is ongoing. No adverse patient effects will be reported.